Manufacturer narrative:
(B) (4). Results: mi.

Event description:
Event was identified by the clinical events committee and was deemed to be consistent with an mi. During index procedure two lesions were treated. One endeavor rx drug-eluting stent (MFR report# 2953200-2010-01050) was implanted to the 1st obtuse marginal and one in the 2nd obtuse marginal. Approximal one day after the index procedure the pt suffered a non q-wave mi in the territory of the implanted stent. Pt was asymptomatic / free of symptoms at 30 day f/u, 6 month f/u, 1 year f/u and 1.5 year f/u.